Event description:
Patient was admitted with respiratory distress, dehydration, and chronic diarrhea. The cause of the symptoms was unknown. An endoscopic procedure was performed to determine initial cause of the patient's illness. As the scope was withdrawn, a drop in the pulse oximetry was noted. Almost immediately abdominal distention was noted. On the x-ray, there was massive free air in abdomen. It was determined that there was a bowel perforation caused by the endoscopic procedure.